Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient presented with polyethylene wear without evidence of osteolysis. A poly exchange and possible femoral revision was indicated, but the patient declined surgical intervention at this time.

Manufacturer narrative:
H3: the most likely cause for the reported prosthesis wear may be secondary to multiple patient-related conditions including age, bmi, and co-morbidities. However, the extent and nature of the wear cannot be confirmed as the devices remain implanted and other contributing factors to the reported sequence of events cannot be determined as no additional clinical information or radiographs were available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported prosthesis wear may be secondary to multiple patient-related conditions including age, bmi, and co-morbidities; however, the extent and nature of the wear cannot be confirmed as the devices remain implanted and other contributing factors to the reported sequence of events cannot be determined as no additional clinical information or radiographs were available if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."